Event description:
It was reported while using bd vacutainer® ppt¿ plasma preparation tubes k2e (edta) 9.0 mg, 5 samples exhibited poor plasma ("floaties" in plasma were reported). No recollect was required. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 02-dec-2024. H3. Device eval by manufacturer- yes. Investigation summary - bd received 5 contaminated samples and 1 photo and 1 video for investigation. The photo and contaminated samples were visually inspected; no defects could be observed. The video was reviewed and the indicated failure for poor plasma (floaties in the plasma) was observed. 100 retention samples were visually inspected with no issues observed. Complaints for sample quality were not under statistical control for the month of january 2025, additional testing may be required: further clinical testing could not be conducted as the tubes were expired at the time of review. Clinical evaluation cannot be conducted on expired tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor plasma based on the video provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ppt¿ plasma preparation tubes k2e (edta) 9.0 mg, 5 samples exhibited poor plasma ("floaties" in plasma were reported). No recollect was required. There was no health impact or consequences reported.